Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient did not wash/dry their hands prior to taking a fingerstick reading, which is considered misuse. It was also indicated that the patient rubbed/bumped/laid on the transmitter, which is also misuse of the device. According to the patient, on (B)(6) 2026, they experienced shaking, weakness and was unable to stand up. The cgm was reading 80 mg/dl and the blood glucose reading was 38 mg/dl. The patient took the bg value herself while she was at home when she felt symptoms. Afterwards the patient needed assistance for glucose tablets intake by her partner. The patient was not unconscious but unable to stand up herself. There was no medical intervention. At some point the cgm was reading 350 mg/dl and the blood glucose reading was 180 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.